Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that all drawers were down and could not be recovered. Shutting down the pyxis system had caused a complete failure. The field service engineer (fse) reported that the pharmacy technician had found the entire station was not detected on the bus and rebooted the station around 2 a.m., and the nursing staff reported to pharmacy that the station was not detected on the bus again at 5 a.m. The pharmacy manager restarted the station after 8 a.m., and no failures were observed on the station. The team lead reviewed the report for the station and found that aux drawer 1 had frequent malfunctions. The field service engineer found no failures on the station, logged into the hardware test application, and ran a functionality test on all auxiliary drawers 1 through 7. The fse powered off the device, replaced the retractor band and drawer board, inspected the row board and auxiliary interface controller board cable connections at the row trays, found loose cable connections, reseated the cables, and rebooted the station. Repairs were verified in the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, all drawers were down and was unable to recover. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, all drawers were down and was unable to recover. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.